Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was [b][6]. A pump reset was performed resolving the issue. Reportedly, customer continued to use pump for insulin therapy.hold for brandi 2.14

Manufacturer narrative:
Device not returned